Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the screen displayed "defib fault 78" and "defib fault 79" messages when they attempted to charge the device. The complainant indicated that there was no patient involvement in the reported malfunction.